Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of implant as it was reported as occurring in (B)(6) 2009. Stent: promus 2.5x15, promus element 3.0x38, cypher 3.0x8 and 2.5 x 13. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in the mid left anterior descending artery (mlad) with one non-abbott 3.0 x 38 mm stent. In (B)(6) 2009, the patient experienced angina and underwent target vessel revascularization in the distal left anterior descending artery (dlad) with one promus 2.5 x 23 mm stent. On (B)(6) 2009, the patient experienced worsening angina. On (B)(6) 2010, the patient underwent percutaneous coronary target lesion revascularization in the dlad and non target vessel revascularization in the mlad with placement of two non-abbott drug eluting stents. The patient was discharged one day after the procedure. On (B)(6) 2011, the patient was hospitalized with chest pain and underwent percutaneous coronary revascularization in the dlad for moderate in-stent restenosis and a discrete 70% stenosis at the distal margin of the stented segment with placement of an additional promus 2.5 x 15 mm stent. The patient's condition resolved on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.